Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that no drawer opened to issue. A technical support specialist (tss) found that the customer did not have admin privileges and that all zones were disabled on the zone selection screen. The tss enabled all zones on the zone selection screen, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user had been unable to issue eliquis 2.5 mg tablets because the drawer did not open after clicking the issue item button. The customer stated that they were unable to issue the medication. There were no adverse events or injuries reported based on this event.